Event description:
The suction irrigator was leaking fluid at the button/handle on the sterile field, and then it started smoking. We took it off the sterile field. The motor would not stop running until I cut the tubes.